Event description:
On 11/03/2021, it was reported by a sales representative via e-mail that an ar-1204af-90 flipcutter would not flip once the femoral tunnel was drilled. The surgeon was able to pry the flipcutter blade back using a grasper. This was discovered during use in a acl reconstruction (B)(6) 2021. The case was completed by using a new ar-1204af-90.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204af-90 (no batch indicator present) was received for investigation. Visual inspection concluded without the observance of any external damage to the flipcutter. However, functional testing revealed that the actuating mechanism allowed the cutting tip to flip approx. 90°, although it was not possible to straighten the cutting tip back out using the handle. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the shaft during use.